Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion, prime and excessive no delivery test due to motor error alarm.

Event description:
The customer reported that she went to the emergency room due to diabetic ketoacidosis, with a blood glucose reading of 589 mg/dl. The customer reported nausea and vomiting. The customer stated that her doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.